Event description:
It was reported that a device was used during an unknown procedure. When the device was fired the staples were not closed. Another device was used to complete the case. There were no consequences to the patient.